Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient experienced a high blood glucose event on (B)(6) 2026. The patient was treated with a correction bolus. The event occurred as the patient used fiasp insulin, which is considered off label for this device. No further information is available.